Event description:
An altitude alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided tips for preventing future altitude alarms, which the customer understood and acknowledged.